Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information in section b5. H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1286, serial lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the field service engineer believed the camera scan lens/cover attributed to the inaccuracy. The cover was a bit loose and a finger print was see on the scanner lens. Cleaning improved the operation and the cover not falling off.

Manufacturer narrative:
The system was serviced in the field. In summary, the camera scan lens was cleaned as well as re-attaching the camera cover for a better fit. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system displayed the navigation down the arm guide as 1-2 millimeters (mm) lateral. The surgeon confirmed after each screw was placed with a snapshot. It was noted the surgeon confirmed accuracy with the chicken foot in the divot of the arm guide. After each confirmation, going to each next level, the system would indicate the issue: 1-2mm lateral down the arm guide. It was reported that the clamp was on level t4 and the screws were performed on levels t4-t8. It was confirmed that the site used the airframe and it was not draped. It was additionally confirmed that the camera was at the head of the bed. There was no impact to patient's outcome and surgical delay was reported as about a minute delay. Additional information was received. It was reported that troubleshooting was performed. The camera and navlocks were adjusted to improve the line of sight. The spheres were cleaned and tried on the navlock as well. The spheres on the navlock were replaced for new ones and instruments were re-verified through a repeated snapshot. The use of navigation was aborted due to the inaccuracy and the case was completed using free hand instrumentation with use of a non-medtronic imaging system.